Event description:
Customer reports inserting strip to run blood test and got result of "lo" (less than 10 mg/dl) before closing the strip while using the active system. No action taken. No treatment received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.